Event description:
It was reported that the ilet did not deliver insulin on several days, with a nurse noting elevated blood glucose while reviewing reports prior to an appointment, and the user later acknowledging that they routinely paused the ilet for morning charging and sometimes forgot to resume insulin delivery. Symptoms included hyperglycemia with a reported maximum of 208 mg/dl lasting approximately 2 hours, without ketone testing, medical intervention, or other assistance. Outcomes included temporary inconvenience without hospitalization or long-term health effects. Investigation included log retrieval and review, user interview, and troubleshooting with education. Investigation of this case revealed user-related interruption of insulin delivery due to pausing the device and not resuming therapy, without device alarms, disconnections, or infusion set issues reported. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.